Manufacturer narrative:
The investigation into the reported limb ischemia been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to pulmonary edema along with elevated brain natriuretic peptide and abnormal cardiac enzymes. While on support, staff were unable to find signals in the right lower extremity. The right lower extremity became cold and mottled. The impella was weaned, and vascular surgery was consulted. After explant, the pulse returned to the right lower extremity.